Event description:
It was reported that the markers on the latitude electrogram are misaligned. Technical services advised that this is a display issue and sensing should not be affected. Technical services advised having the patient send another latitude transmission to see if it is resolved. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.